Event description:
Customer reported that the buttons on the insulin pump became unresponsive. She stated that she changed the battery and then received a button error. She did not recall any significant event leading to the alarm. The blood glucose reading was 188 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted. The insulin pump has intermittent button response due to moisture damage on keypad traces. The insulin pump received with cracked case at display window corner, cracked reservoir tube lip, minor scratches on lcd window, missing end cap sticker and broken battery tube threads.